Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The baseline gender/age of the patients represented in the article is male/77 years old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: early performance of a miniaturized leadless cardiac pacemaker: the micra transcatheter pacing study. European heart journal (2015) 36, 2510¿2519. Doi:10.1093/eurheartj/ehv214. Concomitant product: er220 extended range holter monitoring system.

Event description:
A journal article was reviewed which contained information regarding implantable leadless cardiac pacemakers ¿ trans-catheter pacing system (tps) and the introducer used for the procedure. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article indicated that there were adverse events during and following the implant procedure for the leadless cardiac pacemaker. The adverse events included: transient atrioventricular block, right bundle branch block, ventricular tachycardia (vt), ventricular fibrillation (vf), pericardial effusion without tamponade, acute myocardial infarction, pericarditis, non-cardiac chest pain, angina pectoris, arterial pseudoaneurysm, incision site hemorrhage, incision site pain, incision site drainage, vaso-vagal presyncope, dysuria following the procedure, osteoarthritis following the procedure, and back pain during the procedure. There was one patient with two adverse events that required pro-longed hospitalization greater than 48 hours. The status of the pacemaker is unknown. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.